Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received pump error alarm. Blood glucose was 111 mg/dl. Customer stated that blood was pouring down her stomach. Customer was replacing the insulin pump. The insulin pump will be returned for analysis.